Manufacturer narrative:
As the earliest date of onset for the type I endoleak is unknown, on (B)(6) 2021 will serve as the date of event for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, a follow-up examination reportedly showed a suspected left-side type ib endoleak. On (B)(6) 2021, aneurysm enlargement was also reportedly observed (amount unknown). According to the report, left common iliac artery dilatation was confirmed, and peri-graft blood flow was seen distally on the left side. However, the blood flow reportedly did not reach the aneurysm sac. On the same day, a reintervention was performed whereby an additional stent graft was implanted to extend the stent graft system distally on the left side. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
As the earliest date of onset for the type I endoleak is unknown, on (B)(6) 2021 will serve as the date of event for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, a follow-up examination reportedly showed a suspected left-side type ib endoleak. On (B)(6) 2021, aneurysm enlargement was also reportedly observed (amount unknown). According to the report, left common iliac artery dilatation was confirmed, and peri-graft blood flow was seen distally on the left side. However, the blood flow reportedly did not reach the aneurysm sac. On the same day, a reintervention was performed whereby an additional stent graft was implanted to extend the stent graft system distally on the left side. The patient tolerated the procedure, and the physician will continue to monitor the patient.